Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Manufacturer narrative:
Distributor information: (B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "pump shows 2 bolus delivered but none was requested. The customer needs to understand why the pump delivered 2 boluses that were not requested. The serial number might change upon update from the customer. Acknowledgement letter will be sent to customer once cmr number is available. Fnlim 02/16/2016 pump treatment information:unk. Type of drug:unk. Delay in therapy:unknown. Need for medical intervention:unknown. Human harm: yes." Additional information was received from the customer on mar 03 2016: "customer stated that the serial number is unknown and the pump will not be returning."